Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 354 mg/dl. Troubleshooting was performed, and the customer stated that the blood glucose was not transferring from the glucose meter to the insulin pump. Assisted with the correct programming and it was successful. Nothing further was reported.